Event description:
A customer reported experiencing a cartridge alarm a couple of weeks ago, which caused their insulin to stop overnight, necessitating a cartridge change. The impact on blood glucose levels was not adverse, as levels did not exceed 500 mg/dl or fall below 54 mg/dl. To address the issue, the customer replaced the cartridge and also replaced the infusion set to simplify future supply changes. The issue was resolved, and the customer resumed insulin delivery successfully without further assistance.